Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 14, 2020 after the insertion of the variable angle (va) locking t-plate and unknown locking screw, the surgeon decided to change out the screw for a different length. During the re-insertion of a new unknown va locking screw, the screw head would not lock into the plate. The plate was removed and a new plate was inserted. There was no surgical delay and the procedure was successfully completed. Concomitant device: unknown screwdriver (part#: unknown, lot#: unknown, quantity 1). This report is for one (1) 1.5mm val y-plate 3 holes hd-7 holes shaft. This is report 1 of 2 for (B)(4).